Event description:
It was reported that revision surgery was performed due to hemarthrosis. Primary surgery was on (B)(6) 2006, and hemarthrosis had been occurred on unknown date, so that the revision surgery was performed on (B)(6) 2020. The current patient status is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed due to hemarthrosis. Primary surgery was performed in 2006, and hemarthrosis had been occurred on unknown date. The doctor does not consider as failure of device. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows scratches on the articulating and inferior surface of the insert. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that the requested surgical reports and x-rays are not available. Therefore, the root cause and patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Some potential probable causes for this event could include patient medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode but scratches are present on the articular and inferior surface of the insert. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that this case reports a revision surgery was performed due to hemarthrosis. Per email communication, the requested surgical reports and x-rays are not available. Therefore, the root cause and patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, joint tightness, or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode, but scratches are present on the articular and inferior surface of the insert. The clinical/medical investigation concluded that, per email communication, the requested surgical reports and x-rays are not available. Therefore, the root cause and patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 40 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the instructions for use documents for knee systems revealed that damage to blood vessels has been identified in the possible adverse effects section. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include but are not limited to trauma, patient medical history and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to hemarthrosis. The primary surgery was performed on (B)(6) 2006, during an unknown date the hemarthrosis occurred. A revision surgery was performed to resolve this adverse event on (B)(6)2020. No further information is available. The doctor does not consider that the devices fail.